Manufacturer narrative:
Medical device problem code reached limit. "Difficult to fold or unfold" should also be include for reported event of failure to extend helix.

Event description:
It was reported that the patient presented during emergency room, experiencing discomfort from inappropriate shock. Upon interrogation, it was noted that the right ventricular lead(rv lead) exhibited decreased r wave sensing amplitude, failure to capture, noise over-sensing, and low pacing impedance. Through x-ray, the rv lead was found dislodged. During reposition procedure, it was reported that the helix failed to extend. The reported lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead dislodgement, inappropriate shock, oversensing noise, failure to capture, r-wave amplitude variation and low pacing impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis founded an unrelated event of partially extended helix isolated to the over torqueing of inner coil consistent with procedure damage. No other anomalies were identified.